Event description:
According to the complaint about glu result (and lac response error): usually, the customer have two abl835 analyzers (serial number of abl835 1: (B)(6), serial number of abl835 2:(B)(6)) set up next to each other, and they measure and compare each sample just to be sure. Recently, the customer experienced false high glu result and lac response error on abl835: 2((B)(6)) at first measurement. 1/15 05:41 abl835 2((B)(6)) 605 mg/dl 1/15 05:46 abl835 1((B)(6)) 135 mg/dl 1/16 01:58 abl835 2((B)(6)) 271 mg/dl 1/16 02:03 abl835 1((B)(6)) 222 mg/dl 1/19 05:31 abl835 2((B)(6)) 419 mg/dl 1/16 05:37 abl835 1((B)(6)) 121 mg/dl 1/20 13:55 abl835 2((B)(6)) 575 mg/dl 1/20 13:59 abl835 2((B)(6)) 116 mg/dl 1/20 14:04 abl835 1((B)(6)) 125 mg/dl on 01/20-2024 after remeasuring the same sample, the second glu result from abl835: 2((B)(6)) was expected and similar with abl835 1((B)(6)) value and no lac response error.

Manufacturer narrative:
The radiometer investigation has completed its investigation and found it could be a damaged interference in the glucose membrane. Hence the root cause is component failure. Recommended action: discard the glucose membrane and install a new.